Manufacturer narrative:
The customer did not send a physical sample or pictures of the fg afnx2xxx with lot number 0004257698 for the investigation. We require a physical sample or pictures to perform a better investigation and determine the reported defect and the root cause. In addition, the device history record with lot number 0004257698 was reviewed as part of the investigation, and no issues related to the reported defect were found. Therefore, the reported defect was not confirmed.

Event description:
It was reported to vyaire medical that during use on patient, leak occurred on from anes circuit, adult, 72 in limbo, 3l bag. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.the issue occurred on 5 patients. Please see (B)(4) for the other 4 patients. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.